Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the l.e.d. Was out on main screen of the revel ventilator. There is no patient involved in this reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation and was able to confirm and duplicate the issue - l.e.d. Out on main screen. A visual inspection of the revel led display assemble revealed that the flex insulator has a bent at the right side. Moreover, the overlay gasket has dirt on the inside with scratches on the overlay. The led display assembly was then installed to a known good ptv unit and a display function was performed. It was found that the overlay was not correctly aligned with the led pcb (printed circuit board) assembly. The led display was replaced to resolve the reported issue, and the unit passed all testing.